Event description:
The hcp reported the patient was admitted to the hospital for an underdose. The patient symptom was reported as return of baseline spasticity. There were no pump alarms sounding. No diagnostic studies had been performed. The hcp reported the patient's pump contained lioresal (concentration and dose were not reported). It was recommended that the patient's managing hcp be contacted. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.